Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hemostar dual-lumen radiopaque catheter, two adhesive dressings, one tunneler, one dilator, one dualator, one introducer needle, one guidewire in a guidewire hoop, and one airguard valved introducer peel-apart sheath and dilator were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is unconfirmed for deformed introducer needle hub, as deformation in the hub of the introducer needle returned with sample could not be identified. The definitive root cause of the reported introducer needle hub deformation could not be determined based upon available information, as the reported issue was unconfirmed. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during dialysis catheter placement, the introducer needle hub was allegedly deformed. Reportedly, another dialysis catheter was unpacked in order to complete the procedure. There was no reported patient injury.